Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose level. Customer¿s low blood glucose was 400 mg/dl. Customer stated that they checked the blood glucose again and the blood glucose value was 273 mg/dl. Customer had a symptom like nausea, vomiting and frequent urination. Customer treated with insulin pump for high blood glucose. Customer also complained for no delivering alarm but the insulin did exit. Customer stated that he drive support cap was normal. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.